Event description:
Patient was brought to the catheterization lab for a heart catheterization on [redacted]. The patient had a pci [percutaneous coronary intervention] with right femoral artery access that was closed with an angio-seal closure device. The patient left the lab at 1535 on [redacted]. The angio-seal was successful, there was no hematoma present when the patient left the lab. On [redacted], the catheterization lab team was contacted at 0740 about a large hematoma that was found in the morning. Several members of the team were called to the bedside to apply a femostop and hold pressure. Md arrived at the bedside around 0900, and the patient was emergently brought to the catheterization lab for a balloon tamponade case at 0920. The balloon tamponade was unsuccessful, and the patient was treated with a covered stent to control the bleed.